Event description:
In 1985, pt had placement of bilateral silicone breast implants. Has had increasing pain & tenderness in the implant area as well as right axillary region. Mammogram did not show rupture but an MRI was not done. Hand numbness and tingling and decreased stamina. Implants found to be ruptured with liquid silicone leaking through capsule in area of opening.